Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (b)(2) 2024, it was reported that, the patient experienced an issue with one infusion set stated that tape not sticking, and it popped off a couple times because of shower. The patient was advised to remove current set because she was on her 8th day and it could cause clogging. No further information available.